Event description:
On (B)(6) 2016 08:27 am (gmt-4:00) added by (B)(6): it was reported that during the system check-out tests, the safety valve sub-test failed. The anesthesia workstation was not connected to a patient at the time of the event. (B)(4).

Manufacturer narrative:
After a system restart, the safety valve sub-test passed and no parts were replaced. The received device logs were evaluated and our conclusion is, that the most probable cause for the safety valve issue was temporary a leakage. A leakage shall, per design, be detected in the system check-out tests and our conclusion is that it was detected as expected.

Event description:
(B)(4).